Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel, chrome and cobalt allergy") in a (B)(6) female patient who had essure (batch no. 619459) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), back pain ("back pain") and pain in extremity ("leg pain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, back pain and pain in extremity outcome was unknown. The reporter provided no causality assessment for allergy to metals, back pain and pain in extremity with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 03-oct-2018. The most recent information was received on 08-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel, chrome and cobalt allergy") in a 52-year-old female patient who had essure (batch no. 619459) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), back pain ("back pain") and pain in extremity ("leg pain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, back pain and pain in extremity outcome was unknown. The reporter provided no causality assessment for allergy to metals, back pain and pain in extremity with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-oct-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.